Event description:
Information was received from a patient's representative regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was caller said patient has two implants, one for thoracic and one for cervical. Caller said the patient has been having issues connecting the controller to the implant (right side , thoracic system) for about a month. Caller can interrogate the implant with their tablet and it works fine. Caller has tried resetting the controller, but that did not resolve the issue. Caller also said patient can connect with the recharger and charge fine, but they can't connect to the implanted neurostimulators. Caller confirmed patient has some charge in the right device at 30%. Agent had caller remove the battery pack from the controller and plug the controller into the ac power supply, caller confirmed the controller powered on. Agent then had caller reinsert the battery and try unpairing and re-pairing the controller. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.